Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system was not loaded into application and too long time to respond. The customer stated that this malfunction occurred when anesthesia staff was trying to remove medication. They were able to move another functioning anesthesia cart into the room before the patient was present. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was too long to respond and not loaded into application. The field service engineer found that the station hard drive was dead. Replaced and reimaged resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.